Manufacturer narrative:
(B)(4).

Event description:
It was reported the ars syringe was found leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned an ars and introducer needle for evaluation. Visual analysis revealed two cracks on the needle hub. The needle was bent. Microscopic examination confirmed the defect. The returned needle was functionally tested in accordance with the instructions for use (IFU) provided with this kit. The IFU states the following: "insert introducer needle or catheter/needle into vein and aspirate. Advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A lab inventory guidewire passed through the introducer needle with minimal resistance. The returned introducer needle was connected to the returned ars. When the syringe and needle were used to expel water, water leaked from the crack in the hub. R & d and manufacturing were consulted. They indicated that this issue is design related. A device history record review was performed with no relevant findings. The reported complaint that the needle hub was cracked was confirmed through complaint investigation. Visual analysis revealed two cracks on the needle hub and a bent needle. When the syringe and needle were used to expel water, water leaked from the crack in the hub. R & d and manufacturing were consulted. They indicated that this issue is design related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the ars syringe was found leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.